Event description:
It was reported that this patient went in for bypass surgery. During the surgery it was noted that the physician knicked the right ventricular (rv) lead. Before surgery threshold measured 2v. Post surgery there was intermittent loss of capture and thresholds measured 7.5 @ 2msec. Thresholds did come down to 6v @2msec when programmed in unipolar. The field representative noted there is capture when performing a threshold test however, there is intermittent loss of capture when in normal brady. Subsequently, a lead revision procedure was performed, and a new rv lead was implanted. No additional adverse patient effects were reported.